Manufacturer narrative:
Upon further investigation, it was determined that this item was reported in error. The locking ring fracture is what caused the yoke to disassociate from the tibial tray. Therefore, the locking ring is the only reportable item. The initial report was submitted in error and should be voided.

Event description:
Upon further investigation, it was determined that this item was reported in error. The locking ring fracture is what caused the yoke to disassociate from the tibial tray. Therefore, the locking ring is the only reportable item. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-01278, 0001825034-2021-01279, 0001825034-2021-01280, 0001825034-2021-01281, 0001825034-2021-01282, 0001825034-2021-01284. Medical product: oss avl tibial lock ring, item# 161073, lot# 466660. Oss avl yoke 12mm, item# 161075 lot# 382130. Oss avl mod tib plate oss tape, item# 161065, lot# 690080. Oss avl tib bearing 12mm, item# 161068, lot# 809890. Oss tib blk aug 10x63/67 univ, item# 150426, lot# 105590. Oss poly femoral bushings, item# 150477, lot# 499870. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five months¿ post-implantation due to locking nut fractured in two pieces and allowed piston to disengage from the tibial component. Attempts to obtain additional information have been made; however, no more information is available.